Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit passed the dat test. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 309 mg/dl at the time of the call. The customer experienced symptoms such as falling and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low or highs as the customer has lost confidence in the pump. Customer has been running high since the fall. The customer has been using manual injections to treat the highs. The insulin pump will be returned for analysis.